Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call and replaced the rpev2 valve and carried out precision runs. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant magnesium result was obtained on the advia 2400 instrument. The result looked suspicious and was not released to the physician. The sample was retested and the correct result was reported. There was no patient intervention or adverse health consequences due to the discordant magnesium result.